Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that the cutter was not cutting the vitreous during a vitreoretinal procedure. The issue was resolved by replacing the product with another. It is not known if there were any consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review for each of the probe lots was conducted. According to the device history record reviews, one lot had a temporary deviation associated with a packing component that did not contribute to the complaint issue. The other lot had no anomaly found during the device history record review. A complaint history examination indicates no additional complaints were associated with the probe lots. Visual and functional testing could not be performed as no sample was returned for investigation. The root cause cannot be determined because a sample was not returned for evaluation. (B)(4).